Event description:
A malfunction on the pump was reported. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with a specific value unknown but displayed as "high." The customer addressed the high blood glucose by administering a correction injection. There was no need for third-party assistance. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears.